Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated, but the digital (guide) planning was, without having found any issues. The implant loss issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.